Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported the patient needed an MRI and the patient told the MRI technician that his spinal cord stimulation had not worked for a while. No patient symptoms were reported regarding this event. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.